Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported the ventilator touchscreen was unresponsive. It is unknown it there was any patient contact.

Manufacturer narrative:
Updated.

Event description:
It was reported the ventilator touchscreen was unresponsive. The device was not in use on a patient.